Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the device was manufactured from october 1, 2020 - october 2, 2020. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of one of the photographs revealed fluid inside the device¿s bladder. Inspection of another photograph revealed that fluid was not coming out of the distal end of the flow restrictor, indicating that a no flow issue may have occurred. The cause of the condition could not be determined through inspection of the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) would not flow. It was further reported that the line was not clamped and when the device was detached from unspecified intravenous antibiotics, flow was observed. The device had been filled with 18000 mg of piperacillin/tazobactam in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.